Event description:
It was reported that the coaxial bone cleaning tip was observed to come apart in the middle upon opening the package prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.